Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The reported issue was resolved by cleaning and lubricating the mechanical parts of the carousel and bf probe syringe. The fse recommended that the customer establish a quarterly maintenance schedule. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 17jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4004 turn table slip, description: the turntable motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. 4044 wash.sy home not found. Description: the bf syringe motor home position cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to excess dust on the carousel and bf probe syringe.

Event description:
A customer reported to the distributor getting error messages 4004 turn table slip and 4044 wash.sy home not found on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) and cardiac troponin I(ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.